Manufacturer narrative:
Qn (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the "pump is not recognizing that it is plugged in. It is working off of the battery". As a result, the pump was swapped out for another. There was no patient harm or injury.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex for investigation. According to the field service report, the reported issue was unable to be reproduced; however, the power supply was replaced per the customer's request. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the pump is not recognizing that it is plugged in" is not able to be confirmed. According to the event details, the reported issue was unable to be reproduced. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the "pump is not recognizing that it is plugged in. It is working off of the battery". As a result, the pump was swapped out for another. There was no patient harm or injury.